Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atm on the fourth inflation. The first three inflations were performed to 12 atm, 12 atm, 18 atm respectively. The calcified, 90% stenosed lesion was located in the mid left anterior descending (lad) corornary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 9084307 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all specifications. There are no similar complaints of this nature related to this batch number.